Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/14/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
Product complaint # (B)(4). The device history records reviewed and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tonsillectomy and adenoidectomy procedure on (B)(6) 2019 and suture was used. The suture broke when sewing the tonsil incision at the time of knotting during the procedure under endoscope. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.